Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The physician attempted to reposition the lead, but it would not stay affixed. It was noted that the helix was bent. The lead was explanted and replaced, and it was noted upon removal that the helix was bent. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.